Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch. We manufactured and distributed (B)(4) units of this code batch, there are no units in our stock. We have received 1 open sample without the needle and with the thread plenty of blood. In these conditions, this sample cannot be checked. Furthermore, without any closed sample we cannot carry out an analysis in order to take a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: in spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client reported that the suture was broken between the needle and thread. Additional information has not been provided.